Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-15354. It was reported, the patient's stimulation changed after she turned and twisted her back. The patient indicated when she moves the stimulation is painful. X-ray were taken and revealed a possible lead migration. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.